Event description:
It was reported to philips that the device experienced paddle issue. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device with the help of a philips rse (remote service engineer). Upon investigation of the device, the reported issue was confirmed. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle kit and capacitor. The parts were confirmed shipped and replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.